Event description:
I received a thermismooth 250 treatment from my dermatologist to my abdomen, neck, eyes, lower jaw, forehead and temples. My upper abdomen (above the belly button) now has a horizontal depression of fat loss. My eyes were injured, as well as volume/fat loss in my face and around my eyes. The eye damage was to the meibomian glands, producing dry, very painful eyes (as confirmed by my ophthalmologist). This effect was immediate and extremely painful. I have been aggressively treated to get some of the function back and to make my quality of life more bearable. I have also had fat loss around my eyes and all over the areas of my face that was treated. Following the procedure, I had eye spasms for months, trouble keeping my eyes closed while sleeping, and my face was painfully tight. Both a dermatologist and a plastic said in addition to volume loss in my face, I also have collagen damage/scarring that I did not have prior to the procedure. The practitioner who performed in the thermismooth on me used deep pressure to the point of pain and used a larger handpiece around my eyes than shown in promotional material. I asked my dermatologist for the contact information for thermismooth, but he will not provide it to me.